Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had surgery and received a nerve block pump. The pump was alarming air in line. Patient stated they had a catheter in their leg. They instructed the patient to power down the pump and tap the pump on a firm surface. Pump powered on and the screen read preventive maintenance due. Alarm acknowledged and pump was started. The pump was alarming air in line again. The distributor instructed the patient to power down the pump and contact the anesthesiologist. Reservoir volume 498.2 ml. This event occurred at patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.